Event description:
It is reported that the device was implanted in 2006. The patient's hip squeaks and currently has not been revised. Revision surgery is not scheduled as of today.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Possible cause for squeaking could be related (but not limited to) impingement or debris on the articulating surfaces. However, the exact cause of the problem cannot be definitively determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for correction action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.